Event description:
The claimant was working at (B)(6), in the surgery room as an anesthesia technician on (B)(6) 2009. A patient was being prepped for surgery and was transferred from a gurney to a surgical table when the surgical table started to collapse. (B)(6) attempted to prevent the table from collapsing and injuring the patient, and injured herself instead. Additional information confirm (B)(6) suffered back disc injury and underwent surgery.

Manufacturer narrative:
(B)(4).